Manufacturer narrative:
Product ID 3889-33, lot# va04w3l, implanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient was getting some therapeutic effect since implant but not as much as she was hoping for. The patient usually felt like she needed to void constantly but had had some better days since the implant was placed. The patient only felt stim when she increased the stim level and then the feeling subsided shortly after. The patient was known group 2 at 2.00 volts and was going to try out the new setting to see if that made any difference symptom-wise. The patient may have had a uti recently which could have contributed to some urinary discomfort. If additional information is received, a follow up report will be sent.